Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and application were unable to establish a connection. No injury or medical intervention was reported.